Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report of retraction issues could not be confirmed from the four 18g insyte autoguard units that were received in sealed unit packaging from lot #4310288. A functional test showed that each needle fully retracted and the retraction time was within specification. No damage or defects were observed on the returned samples. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: material#: 382544 batch#: 4310288 it was reported by the customer that IV catheter would not retract with the button. I had to manually pull the needle out of the hub and then it retracted on its own, splashing blood outside of the device. Verbatim: IV catheter would not retract with the button. I had to manually pull the needle out of the hub and then it retracted on its own, splashing blood outside of the device.